Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified superficial femoral artery. A 5.0mmx40mmx135cm sterling balloon catheter was advanced for dilation. However, on initial inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported.